Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, hyperglycemia treated with ems/ambulance/ER visit, glucose/carb intake, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1880, mmt-7020mla, mmt-332a, mmt-397a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-7020mla. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
On (B)(4), svn#: (B)(6) - customer returned pump for an alleged low bgs found on 11-mar-2024. On case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs and blank display found on 13-nov-2023. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged blank display found on 08-may-2023. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged blank display found on 04-mar-2023. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/24/2023 to 03/20/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 08-may-2023 and 04-mar-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 08-may-2023 and 04-mar-2023 in the formatted history file. In further full review of the pump history/traces on the event date of 13-nov-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 13-nov-2023 listed on smartsolve. Daily total collection start time: 11/13/2023 07:52:35.000. Daily total of all insulin delivered: 204250 (20.425 u). Daily total of basal insulin delivered: 58250 (5.825 u). Daily total of bolusi nsulin delivered: 146000 (14.6 u). 11/13/2023 08:31:05.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 32000 (3.2 u). Bolus amountd elivered: 32000 (3.2 u). 11/13/2023 09:05:45.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 53000 (5.3 u). Bolus amount delivered: 53000 (5.3 u). 11/13/2023 13:19:13.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 61000 (6.1 u). Bolusa mount delivered: 61000 (6.1 u). Please see below for pump errors/alarms noted 1 week prior to the event date 13-nov-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 11/08/2023 08:01:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, low battery alert was recorded and found in the formatted history file on: 11/12/2023 12:33:00.000. Replace battery alert was recorded and found in the formatted history file on: 11/12/2023 22:04:00.000, 11/12/2023 22:14:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 11/12/2023 22:35:00.000, 11/12/2023 22:45:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 11/12/2023 22:46:03.000. Power loss alarm was recorded and found in the formatted history file on: 11/12/2023 22:46:16.000, 11/12/2023 22:46:24.000. Earliest power data available per the power management tool/detail trace file is on 2024-03-17 15:29:56. There was no power data available for the date of 13-nov-2023. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 11/08/2023 18:36:00.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. 11/08/2023 20:22:29.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 20:27:27.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 20:32:29.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 20:37:27.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 20:42:27.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 20:47:27.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 20:52:27.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 20:57:27.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 21:02:27.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 21:07:27.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 21:12:27.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 21:17:29.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 21:22:27.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 11/08/2023 21:27:27.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. (Primary) in further full review of the pump history/traces on the ss event date of 04-mar-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 04-mar-2024 listed on smart solve. Daily total collection start time: 03/04/2024 00:00:00.000. Daily total of all insulin delivered: 152000 (15.2 u). Daily total of basal insulin delivered: 119000 (11.9 u). Dailyt otal of bolus insulin delivered: 33000 (3.3 u). 03/04/2024 17:09:25.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 33000 (3.3 u). Bolus amount delivered: 33000 (3.3 u). (Primary) in further full review of the pump history/traces on the customer event date of 07-mar-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer event date of 07-mar-2024 listed on smartsolve. Daily total collection start time: 03/07/2024 00:00:00.000. Daily total of alli nsulin delivered: 158000 (15.8 u). Daily total of basal insulin delivered: 119000 (11.9 u). Daily total of bolus insulin delivered: 39000 (3.9 u). 03/07/2024 17:30:53.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 39000 (3.9 u). Bolus amount delivered: 39000 (3.9 u). In further full review of the pump history/traces on the event date of 11-mar-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 11-mar-2024 listed on smart solve. Dailyt otal collection start time: 03/11/2024 00:00:00.000. Daily total of all insulin delivered: 157000 (15.7 u). Daily total of basal insulin delivered: 119000 (11.9 u). Daily total of bolus insulin delivered: 38000 (3.8 u). 03/11/2024 11:45:25.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 38000 (3.8 u). Bolus amount delivered: 38000 (3.8 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the ss event date 11-mar-2024, 04-mar-2024 and customer event date of 07-mar-2024 in the formatted history file.  The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs and high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose on (B)(6) 2024. User did not have hyperglycemia. Paramedics were called at around 3am and she was taken to the emergency room. Low was treated with juice and food. Insulin drip was used. She was discharged around 6am. She later went back to the emergency room on march 5th (initiating follow-up for new case for march 5th event). User alleged over delivery. User said time/date and bolus wizard settings were incorrect. It was unknown if auto mode was used. User discontinued the pump. Pump returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs and high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.